Event description:
Information received indicates that during the case reduced gas transfer was noted and inadequate oxygenation was reported. The unit was changed out, with an estimated two minutes time off bypass and no patient complication, other than reported blood loss.

Manufacturer narrative:
H3 analysis: returned product inspection notes blood like residue is present on inner surfaces and some blood clots are seen on the fiber bundle component. The device shows no obvious physical damage. The unit was cleaned and sent to the r&d lab for performance testing. Device evaluation does not confirm the reason for return. Results of mechanical testing found no internal or external leaks observed in the gas cap area. The device also met gas transfer specifications for a previously run unit. Results indicate the unit appears to be mechanically functional with no gas transfer issues noted. Review of the device history record shows the device met all manufacturing specifications for product release to distribution. The user also stated the event could have been due to a reversed manifold line during the case and may not have been related to a product malfunction. Event information shows a reported patient blood loss of 400 cc. No subsequent patient complications have been reported. Conclusion: device evaluated and alleged failure could not be duplicated - cause of event has not been determined.